Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated regarding the ¿new over sew of incision on 2024-03-06¿ they needed to fix/repair the site that was taught. The rep was unsure if the explant of the device resolved the issue.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2,000 mcg/ml at 96.2 mcg/day via an implanted pump for an unknown indication for use. It was reported the patient had an intrathecal pump infection and an infection at the site of the pump pocket. The patient has had multiple surgeries at this site in the last 3-4 months. It was noted the patient had a history of dehiscence. It was reported the patient had a wound revision and new replacement on (B)(6) 2024 {refer to manufacturing report #3004209178-2024-11252 regarding previous pump revision}. A new ¿over sew¿ of incision on 2024-03-06 and was readmitted on (B)(6) 2024. Due to a wound infection. The patient was now going to have an explant of the pump and catheter on (B)(6) 2024 after the baclofen was weaned. Actions/interventions included surgical intervention to remove the pump and catheter due to infection. It was unknown if the issue was resolved at the time of this report. The patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown.

Manufacturer narrative:
H3: 8637-20 pump: non-destructive analysis was performed and no anomalies were found. Initial analysis was performed, but destructive analysis was not performed as there was no mention of a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.